Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite ii video system center displayed an error message during the procedure. After the procedure, the device was restarted and functioned normally. The laparoscopic therapeutic procedure was completed without a problem with another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the image would freeze which was caused by defective dp board. Additional findings include damaged top cover, rear panel and converter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.